Manufacturer narrative:
(B)(4). The device was not returned to physio-control for evaluation. A third-party service agent evaluated the device and verified the reported issue. During device evaluation it was observed that the power module showed burn marks. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.   (B)(4).

Event description:
A third-party service agent contacted physio-control to report that the customer's could not be powered on. The ac power led remained off when the device was connected to ac power. There was no patient use associated with the reported event.

Manufacturer narrative:
The third-party service agent replaced the power supply assembly. Proper device operation was then confirmed through functional and performance testing. The device was subsequently returned to the customer.